Event description:
Hill-rom received a report from a hill-rom tech stating the intellidrive will move forward when the handles are pulled back. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the push handles were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2007 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the push handles to resolve the issue. Based on this info, no further action is required.